Event description:
Boston scientific crm received information from a boston scientific field representative that this device recorded a high out-of-range shock impedance measurement during the implant procedure. The lead was disconnected, and reconnected to the explanted device and checked, which produced a normal impedance measurement. The lead was then reconnected to this device, and a normal impedance measurement was observed. A boston scientific technical services consultant (ts) discussed there likely was an issue with the original lead-device connection that was resolved with the lead being removed and reinserted. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
The device was returned approximately three years later. No explant paperwork was provided, however there have been no additional complaints. The product is currently in analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was interrogated and a forced lead impedance measurement was performed on the right ventricular (rv) chamber and normal impedances were observed and no noise was present on the electrogram. A shock impedance test was also performed and normal values were noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.